Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to poor sample condition. One photo sample of a safestep infusion set was returned for investigation. The needle housing and a section of the extension tubing are visible in the photo. Blood appears to be present within the extension tubing. Damage on the device could not be clearly seen. Since evidence of a leak was not observed in the photo sample provided, the complaint is inconclusive due to poor sample condition. A lot history review (lhr) of asdns0044 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patent went home with the safestep needle was in for seven days. It is facility policy to change in seven days. During the flushing of the needle, the nurse noticed the leak between the tubing and the needle connection.